Manufacturer narrative:
(B)(4).

Event description:
On 08sep2015 a patient (pt) reported on a social media post as follows: "I went blind in my left eye because I got fake acuvue he contacts ??" The acuvue product was not documented in the social media post and the availability of the suspect product is unknown. The date of the event is unknown. We are unable to contact the pt as no e-mail address or telephone number is available for further contact. This event is being reported as a worst case. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.